Manufacturer narrative:
The end user reconnected connectors between lower electrical enclosure components (power controller board, power supply, anesthesia control board) and electronic gas mixer to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in inability to initiate mechanical ventilation. There was no patient involvement.